Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced migration, no auditory stimulation and a performance decrement with the device. Neural response telemetry was attempted; however, no measurements were obtained and open circuits were noted on 22 electrodes. Reprogramming attempts were unsuccessful in alleviating the issue. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.